Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer also had power error alarm. The alarm was not resolved. Customer insulin pump will be returning for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours. However, pump unit electronics and motor assembly were damage while pump was being cut open at the haas cutter. Unable to confirmed if pump error was cause by resistance issue at j6 connector due to physical damage to unit. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.